Event description:
It was reported that this patient has had previous inappropriate shocks and just recently received an additional inappropriate shocks due to oversensing of signal amplitudes. At this time the system is still being evaluated and remains in service. No adverse events were reported.

Manufacturer narrative:
This supplemental report was filed to provide additional information.

Event description:
This supplemental report is being filled to include device explant information.